Event description:
It was reported that a patient received an alert for high, out of range, hv lead impedance. The lead was capped and replaced. The patient received no adverse events during the procedure.